Manufacturer narrative:
The user guide states "taking medications with acetaminophen/paracetamol while wearing the sensor may falsely raise your sensor glucose readings." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm reading was 307 mg/dl. Meter bg reading was not provided. Reportedly, the customer was using acetaminophen at the time of the event. No additional patient or event information was available.